Event description:
The account alleged that the siderail will not latch automatically when raised. No injury reported.

Manufacturer narrative:
The account replaced the siderail latch spring to resolve the issue.